Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 36 mm in length, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified, and 3.0 mm in diameter left anterior descending (lad) artery. After a non-bsc guidewire crossed the lesion, pre-dilation was performed with a maverick balloon catheter. Then a 3.00 x 38 mm promus element¿ long drug-eluting stent was deployed. However, a dissection at distal site of the lesion was noted on cine. A 3.00 x 38 mm promus element drug-eluting stent was then deployed to cover the dissection. No further patient complications were reported and the patient's status was stable and responding well to medication.